Manufacturer narrative:
The manufacturer did not receive devices, as the pt is currently being monitored and has not been revised to date. The cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not been revised. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Should add'l info become available, an amended medical device report will be submitted. Zimmer ref number (B)(4).

Event description:
It is reported that the pt is experiencing popping. X-ray showed the socket is misaligned and slips when the joint is bent.